Event description:
A healthcare professional reported with a description of one of the haptics had a defect. The edge of the distal tip was frayed. Discovered during folding of the lens. No patient contact was reported. No further information expected as reporter unwilling to provide additional information.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. One haptic was bent in the gusset and distal area. The other haptic has multiple small nick or chips in the distal tip area giving the haptic distal tip a frayed characteristic. The optic was leaning against the posts and pressed down into the well area of the lens case. Product history records were reviewed and documentation indicated the product met release criteria. The associated cartridge and viscoelastic were not provided. It is unknown if qualified products were used. The file indicated the use of a handpiece that is qualified when used with the correct cartridge and viscoelastic combination. The reported haptic damage was observed. All lenses are 100percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The associated cartridge and viscoelastic were not provided. It is unknown if qualified products were used. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The instructions for use (IFU) instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and or damage. The manufacturer internal reference number is: (B)(4).